Manufacturer narrative:
The patient underwent mesh implantation in order to treat right buttock/pelvic pain, a symptomatic rectocele, a cystocele, stress urinary incontinence, and pelvic adhesions. The patient underwent the concurrent procedures of lysis of adhesions and fulguration of probable endometriosis during mesh implantation. It was reported that the patient underwent mesh revision/removal. The patient underwent breast implant replacement in 2012. The patient underwent a sphincterectomy with hemorrhoidectomy in (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.